Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from july 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a continu-flo solution set became detached which resulted in a fluid leak. This event occurred while connecting the set to the peripheral catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.